Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of bone tissue attachment at the threads, and fracture about the implant collar. The implant threads had significant damage, likely from the retrieval process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight unknown/not provided. Device not returned at this time.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 30.